Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-12194, 2017865-2019-12195. It was reported that the right ventricular lead, right atrial lead, and pacemaker exhibited noise. Both leads and the pacemaker were explanted and replaced on (B)(6) 2019. The patient was discharged.

Manufacturer narrative:
The outer insulation was noted twisted at 6.5 cm to 50.0 cm from the connector pin. In this region, external insulation abrasion breaching the outer insulation was noted at 6.7 cm to 7.1 cm, 7.2 cm to 7.3 cm, and 7.4 cm to 7.5 cm from the connector pin consistent with friction to device can. The cause of the reported events was due to the exposure of the outer coil at the abrasion zones.